Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited a 'possible device malfunction' message. Technical services recommended immediate device replacement.